Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced alarms from the supporting automated impella controller (aic). While changing the purge cassette, the cassette did not prime and so an air in the purge system alarm was triggered. The decision was mad to replace the purge cassette with a new one. During the exchange, the aic triggered a controller error alarm. The alarms self resolved within ten seconds. The controller was not changed out and was operational at its previous settings. There was no patient harm reported.